Event description:
Acct. Rep reports "at least" 4 incidents in which the ball valve did not completely seal and allowed air to pass distal to the ball valve. States the pump alarmed once it detected the air in the line. States that the burette was empty, but was not sure if the drip chamber still had fluid in it or not. No pt injury reported.